Manufacturer narrative:
The exact dates of the events are unknown. The type of thv valve is unknown for all cases; however, these are the possible PMA numbers for the sapien, sapien xt and sapien 3: p110021, p130009, and p140031. The valves were not returned to edwards lifesciences for evaluation as they remain implanted. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to these adverse event. Since the reported event came from an article and information regarding the strokes were not forthcoming, the cause of the stroke for each of these cases is unknown. However may be due to patient factors (not specified) and/or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: mukdad, laith, et al. "The incidence of dysphagia among patients undergoing tavr with either ga or moderate sedation: a retrospective study." Journal of cardiothoracic and vascular anesthesia (2018).

Event description:
As reported through a journal article titled, "the incidence of dysphagia among patients undergoing tavr with either general anesthesia or moderate sedation" reported three patients that underwent the tavr procedure under general anesthesia and longer procedure times had a stroke post tavr procedure (exact dates unknown). Two patients had postoperative ischemic strokes, one of whom subsequently developed dysarthria and dysphagia. One patient in the ms group had an ischemic stroke but, despite presenting with dysarthria and aphasia, did not experience any swallowing abnormalities.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.